Manufacturer narrative:
Event date - used (B)(6) 2020 as the estimated event date based on the aware date of (B)(6) 2020 as there was no reported event date.

Event description:
It was reported that the stent was snared for retrieval. An expel nephroureteral stent system with twist-loc hub was selected for use. The deployment string attached to the end of the pigtail that resulted in the pigtail becoming un-coiled upon deployment, then getting caught in a calyx. Attempts were made to modify the location of the deployment string but this does not work well. The case took up to 45-60 minutes. Snaring was required to retrieve the stent.